Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, the battery gauge was fluctuating and the insulin gauge was inaccurate. Additionally, the pump usb port was damaged and the customer experienced difficulty charging the pump as a result. It was also reported that resistance was experienced when filling the cartridge with insulin. There was no reported adverse impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.